Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: small liquid accommodation at the left implant front edge. (B)(4).

Event description:
Patient reported for left side " echo picture of a small liquid accommodation at the left implant front edge." Device has been explanted.